Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It is reported foreign matter. I have been notified by one of the nums via a patient that the 50ml leur lok syringes when drawing up their medication showed black specks floating around. They had given the patient three syringes, two of which had shown the same issues and one which is unopened. The lot from the unopened one is 4354308.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. Black specks were reported as floating in the medication during preparation. To support the investigation, three samples and three photographs were submitted to the quality team for evaluation. One sample was received in a sealed blister package, one in an opened blister package, and one without a blister package. Visual inspection identified dark colored specks embedded within the syringe barrel samples. The photographs provided correspond to the samples received. No additional defects or abnormalities were observed. Based on the investigation and analysis of the returned samples, the condition reported by the customer is confirmed.